Event description:
It was reported the patient presented to the emergency room with complaints of pain. Computed tomography scan was performed and a right ventricular lead perforation was discovered. The lead threshold measurements were high also. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2013. (B)(4).